Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under PMA/510(k) p070016. (B)(4). Investigation is still in progress . This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: (B)(6) 2015: a male patient underwent tevar with the device. The patient was not suitable for the procedure since the device was used in a sub-acute phase though, the physician conducted the procedure in hopes of vessel remodeling. (B)(6) 2019: 4-year follow up non-contrast CT confirmed enlargement of the false lumen compared with 3-year follow up; thoracic false lumen: 0mm (3 yrs)--> 14.3mm(4 yrs). Patient outcome: there have been no adverse effects to the patient reported.

Manufacturer narrative:
Manufacturer ref# (B)(4). After investigation the event for this pr# is no longer reportable as additional information reveals that the enlargement of the false lumen did not occur. Summary of investigational findings: this complaint was created since it was reported that a male patient who had a zteg-2pt-40-39-165-pf implanted on (B)(6) 2015 experienced an enlargement of the false lumen from 0 mm at the 3-year CT scan to 14.3 mm at the 4-year CT scan. Additional information received on 15nov2019 reveals that the enlargement of the false lumen did not occur. Based on the provided information this complaint in unconfirmed. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 15nov2019: it was revealed that false lumen enlargement did not occur at 4 year follow up.